Manufacturer narrative:
A follow-up report will be submitted if add'l info is received and/or if investigation report details any add'l/pertinent info.

Event description:
The event is reported: a screw and spring fell out of the clamp while on the sterile field. No pt injury reported.